Manufacturer narrative:
(B)(4). Device evaluation was completed by animas (B)(4) 2019. Investigation results were received by dexcom on (B)(4) 2015. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the test failed. The reported event of the transmitter having an out of range issue was confirmed. A definitive root cause could not be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a possible out of range issue on (B)(6) 2015. The distributor did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Additionally, the sensor ((B)(4)/lot number 5197824) being used with the complaint transmitter was also returned for evaluation. The device was visually inspected and no defect was found. The sensor is a one-time use device and is unrelated to the allegation. However, the failed results for the transmitter device confirmed the reported event of an out of range error. The root cause was determined to be a failed transmitter.